Manufacturer narrative:
Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "there is no difference in postoperative pain, function and complications in patients with chondrocalcinosis in the outcome of total knee arthroplasty for end-stage osteoarthritis" written by jore h. Willems, rachid rassir, inger n. Sierevelt, and peter a. Nolte published by knee surgery, sports traumatology, arthroscopy published online 24 september 2019 was reviewed. The article's purpose was to compare function, pain, postoperative complications, postoperative signs of acute arthritis, and revision rates between patients with and without chondrocalcinosis undergoing total knee arthroplasty for osteoarthritis. Data was compiled from 408 knees in 392 patients. Cement manufacturer is not identified and patella resurfacing was not performed. All patients received depuy implants. Depuy products: lcs complete. Adverse events: infection (treated by revision). Mispositioning (treated by revision - no further information provided). Loosening (treated by revision - no further information provided). Intraoperative fracture (treated by surgical treatment - no further information provided). Swelling (no indication of treatment and no further information provided). Abnormal postoperative pain (no indication of treatment and no further information provided. Arthritis/synovitis (no indication of treatment and no further information provided) excessive wound discharge (no indication of treatment and no further information provided). Abnormal bleeding (indication that blood transfusions were provided).